Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a ventricular fibrillation (vf) episode with interference was observed that resulted in anti-tachycardial pacing and high voltage defibrillation therapy being delivered. The physician alleged the cause of the vf episode could be due to supraventricular tachycardia but could not be confirmed. During the same episode, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient at follow-up. The patient was in stable condition.